Event description:
The user reported that at the start of a laparoscopic cholecystectomy, this light source began to emit smoke. The customer described the smoke as white and reported that it came from the power supply area. The device at this time was located on a tower shelf. The user reported evacuating the surgical room and contacting the fire dept. In addition, the surgical procedure was cancelled. There ws no report of injury related to this event.

Manufacturer narrative:
Investigation results: a visual examination of the returned light source found a blackish/brown residue on the inside surface of the chassis, power supply, cabling, nomex insulation and fan. The residue emitted an odor described by the evaluator as coffee. The examination revealed, that this residue spilt into the device and spread through the inside of the unit by the fan, and it is likely that this residue caused the smoke experienced by the user facility. Further eval found a dent in the front panel of this unit with membrane damage and a cracked taper related to an unclean surface. Records indicate no prior repair or preventative maintenance for this device with a MFR date of (B)(6) 2007. The instruction manual provides warnings to the user: prior to each use, this device and all associated equipment must be inspected for proper operation. Do not expose the light source to moisture, operate in wet areas, or place liquids on or above the unit. Do not block air vents. Provide at least four inches of free air space behind light source. After each use, thoroughly clean the unit and accessories. The xenon lamp is under extremely high pressure; do not leave finger prints or any marks on the lamp reflector surface or the bulb. Do not subject the lamp to mechanical forces or rough handling that could fracture the lamp.